Event description:
Reporter noted that during vitrectomy the probe continued to aspirate but wasn't cutting and pulled the vitreous causing a retinal tear. Able to repair the tear; retina is flat, and pt is recovering well.